Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable and has reached end of life. Surgical intervention is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable and has reached end of life. Surgical intervention is anticipated.

Manufacturer narrative:
B3: date of the event is estimated.

Event description:
New information received states patient notice the eri message about three months ago. The device was explanted, and a new device was implanted. There were no complications during the procedure and therapy was restored. Patient was stable.